Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Exact date unknown, event occurred a few years ago from date manufacturer was made aware.